Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. Insulin pump had minor scratches on display window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The pt's blood glucose level was 163 mg/dl. No further info was provided.